Event description:
Approx 18-months after surgery the pt complained of pain. An x-ray found that one end of the depuy spine mesh cage was no longer being held in place by the retaining ring. A revision procedure could not be performed as a bone tumor was found to be growing around the device and a nerve is in contact with the site. If this were to recur it would result in the need for surgical intervention.